Manufacturer narrative:
The device has been received for analysis. Upon device return and inspection, no outer abnormalities were observed. Flushing through the irrigation port was tested. Irrigation was observed in undeployed state, but not in basket and flower shape. The catheter was dissected for further inspection. It was observed that there was a kink in the flush lumen. The "cause traced to device design" was selected as the most probable cause based on the investigation findings.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation a farawave was selected for use. It was discovered that the device was not irrigating during the procedure. The catheter was removed from the patient and the technician was unable to flush trough the side port. The catheter was replaced and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation a farawave was selected for use. It was discovered that the device was not irrigating during the procedure. The catheter was removed from the patient and the technician was unable to flush trough the side port. The catheter was replaced and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory where it's waiting for analysis.